Event description:
The pt reportedly experienced a loss of lock between the external equipment and the implant in 2007. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Pt later reported puffiness around the implant site. The implant surgeon's evaluation indicated that it was air and not fluid. Testing performed in 2008 showed that the device was not functioning. It was later reported that the pt hit his head significantly around the month prior to original month, and then experienced loss of lock in original month. Surgery to explant the device has been scheduled.